Event description:
Hcp reported that the patient had headaches post implant and was treated with blood patches while still in the hospital. The pt was seen in the clinic 18 days after implant with fever, headache, and increased spasticity. The pump was x-rayed and determined to be ok. The patient was treated with a third blood patch. A lumbar puncture showed staph meningitis and the patient was treated with IV rocephin. The device system was explanted in 2002. The surgeon found holes in the end of the catheter he was implanting and had to cut it and use a repair fit to fit it. The patient was seen in the clinic 9 days later and was still having problems with increased spasticity. The headache and fever had resolved 48 hours after the antibiotic. The patient was sent home on ativan, artane, and baclofen.